Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twenty-two bd¿ eclipse needles had drops of blood splatter when the safety devices were activated.

Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples displaying the condition reported were returned for examination, we were unable to fully investigate this incident. Root cause could not be determined as there is no sample returned for investigation. During outgoing inspection, there was no abnormality observed during visual inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance.

Event description:
It was reported that twenty-two bd¿ eclipse needles had drops of blood splatter when the safety devices were activated.